Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 400 mg/dl. The customer reported that the insulin pump alarmed motor error and no delivery. The customer reported that they were hospitalized due to high blood glucose. The customer's blood glucose was 719 mg/dl at the time hospitalization. The customer stated that they were off the insulin pump for greater than 48 hours at the time of hospitalization. The insulin pump will not be returned for analysis.